Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(6) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu30 device was being used to heat the patient temp from 28 degrees celsius to the set temp of 37 degrees celsius. The temperature increased to 34 degrees celsius and then dropped down to 16 degrees celsius. No patient effect reported. (B)(4).